Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's balloon has disengaged from shaft after stretching. There was no patient symptoms or complications associated with this event. The device was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure, when the balloon was inflated, the balloon disengaged from shaft and separated from the plastic, and the air that had been introduced before escaped into the space between the fascia and "nelly." There was rapid loss in pressure. There was no patient symptoms or complications associated with this event. The device was discarded by the customer.